Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant feet outside the sheath 1cm. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found buckling 3cm-5cm and 9.5cm distal of the white snapping feature. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy.

Event description:
It was reported difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device was attempted to be implanted, but did not meet the release criteria. During the attempt to recapture the closure device, it was noted it was difficult. After cold saline perfusion, it was successfully recaptured. The procedure was completed with another watchman laa closure device and there were no patient complications.

Event description:
It was reported difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device was attempted to be implanted, but did not meet the release criteria. During the attempt to recapture the closure device, it was noted it was difficult. After cold saline perfusion, it was successfully recaptured. The procedure was completed with another watchman laa closure device and there were no patient complications.